Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced to dilate the lesion; however, upon the first inflation, the balloon ruptured. The device was removed from the patient's body and it was noted that a leak of the diluted contrast media occurred from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.